Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle, the sealant and advancer tube were located inside the shuttle tube. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutting the distal tamp lock. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamp lock, resulting in failure to deploy. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The review of the lhr (f1509802) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the advancer tube did not come down (out of the shuttle tube). The sealant got stuck in the shuttle tube. A femostop was placed to achieve hemostasis. The patient's hospitalization was not mynx/procedure related. Procedure type: intervention vessel size : 6f.